Event description:
The user facility reported a 41yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient experienced hemolysis despite adequate positioning and giving additional preload. A left ventricle thrombus was observed. The patient remained on support.

Manufacturer narrative:
The investigation for the hemolysis has been completed. The pump was returned for evaluation. A visual inspection of the pump revealed biomaterial on the impeller. After soaking the pump in warm water the biomaterial remained on the impeller. No other abnormalities were observed. The cause of the hemolysis was biomaterial. The instructions for use for the event states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ it also states ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ it also states the following as it relates to thrombus: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.